Event description:
The company was informed that the pt reportedly had pain and swelling at the implant site. The pt was treated with oral antibiotics. Omnicef 300 mg twice daily for 10 days. Since completing the antibiotics the pt's issues have resolved.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The pt is reportedly doing well. The pt's device remains implanted. This is the final report.